Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03502 / 03503). : not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. The revision operative report noted the pain and elevated metal ion levels. The modular head and taper adapter was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet m2a magnum cup catalog#: 15-105054 lot#: 954780; biomet femoral stem catalog#: x180315 lot#: 061070.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.